Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with multiple no delivery alarms on their insulin pump. The customer's blood glucose level at the time was 426mg/dl. The customer states there was a serious injury and or hospitalization. The customer declined to provide further information on incident. The customer declined to troubleshoot. The customer is being sent replacement supplies caused by the incident. No further assistance provided at this time.